Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and determined that the cause of the discordant ca, crea, na, cl, k, alb and tp results was unknown. The fse removed the ion selective electrode (ise) and cleaned the plungers and seals, recalibrated the chloride electrode and checked and primed all instrument pumps. The instrument is performing according to specifications and no further evaluation of the system is required.

Event description:
Discordant calcium (ca), creatinine (crea), sodium (na), chloride (cl), potassium (k), albumin (alb) and total protein (tp) results were obtained on an advia 1800 instrument for four patients. The discordant results were reported to the physician(s), who questioned the results. The same samples were repeated on the same system and the corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant ca, crea, na, cl, k, alb and tp results.